Event description:
It was reported that the communicator power cord was getting very hot. The communicator power cord was also not fitting into the back of the communicator. A boston scientific company representative opted to replace the communicator. No adverse patient effects were reported. The communicator was no longer in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.